Event description:
In 2006, the patient was implanted with the gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. In 2009, the follow-up computer tomography scan (CT) revealed the aneurysm enlargement of about 2 cm. A proximal type I endoleak could be the reason for aneurysm growth. Another CT scan is going to identify the leak. The physician is monitoring the patient and the reintervention will be done as soon as possible. The patient is doing well. Additional information along with images of the event was requested.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted; the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Also implanted in the patient was pxc161200/04240823. Additional information along with images of the event was requested. Further evaluations are being conducted.